Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 2.75x32mm taxus express2 drug eluting stent (des) was unable to cross the lesion so the physician dilated the lesion with an unspecified device. The taxus express2 des was advanced to the lesion again but was still unable to cross. The device was removed from the patient and it was noticed that the proximal edge of the stent was lifted up. The procedure was successfully completed with a 2.75x16mm taxus express2 des and a 2.75x20mm taxus express2 des. No patient complications were reported with the patient's current condition listed as "good".